Event description:
The customer reported high readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection showed no damages or defects. The device was turned on using lab stock batteries. One led segment did not light up on the display. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. Device measurement values were comparable to a known good device. Internal inspection found that the missing led segment on the instrument board had an open connection. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported high readings. No consequences or impact to patient were reported.